Event description:
The patient complained of pain in the chest and neck about the same time as the patient experienced atrial arrhythmias. There were pauses in the v-v interval. It was noted the right ventricular lead was inhibited due to crosstalk from the atrial output during the atrial anti-tachycardia pacing (atp). The atrial lead had undersensing. The parameters on the atrial lead were reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. No anomalies were found the device exhibited expected behavior.